Event description:
The customer reported that on the philips information center ix (pic ix) control center, the spo2 values were incorrectly transmitted on several monitors.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips remote service engineer (rse) attempted to contact the customer by phone several times, and received no answer to emails. No further information was provided, or received from the customer. The case was closed. If additional information is later obtained, the complaint will be reopened, or a new case will be created. H3 other text : no response to philips inquiries from the customer.

Event description:
The customer reported that on the philips information center ix (pic ix) control center, the spo2 values were incorrectly transmitted with several monitors. It is unknown if the device was in clinical use a the time the issue was discovered.